Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The unit was delivered to the customer on (B)(6) 2008. The lm reported that the most probable cause for the reported event is as follows: it was presumed that the image did not appear because unexpected stress was applied to the cable by user¿s handling and the cable unit failed. Regarding the handling of the device, the following reported event is described in the instruction manual. Also, that this event may be prevented. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint of no image due to a faulty cable unit. The device was repaired and returned to the customer. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report there was no image on the screen and the buttons on top of the camera head were not working. The malfunction occurred during a procedure. There was not report of health consequence or impact to the patient.